Event description:
It was reported that the non-pacemaker dependent patient experienced premature battery depletion. The patient did not experience any adverse event. No further intervention was performed.

Manufacturer narrative:
Correction; manufacturer report 2017865-2017-04774, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).